Event description:
Following implantation, the screw became loose and fell out on (B)(6) 2015. The patient returned to the doctor for a secondary surgery on (B)(6) 2015 to implant a replacement screw. There were no patient injuries or consequences reported as a result of the screw falling out.

Manufacturer narrative:
The screws were optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed no abnormalities. Further observation determined there were no indications of material or manufacturing defects discovered. The screw was tested in a standard material and did not become loose. The results of the investigation conclude that the root cause for this incident cannot be determined. If further information can be gathered that might add value to the contents of the investigation report, an additional follow-up report will be submitted.